Manufacturer narrative:
(B)(4). Evaulation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that during a sleeve gastrectomy procedure, the instrument locked on tissue. Visual examination of the staple cartridge noted that the reload was clamped and had a full complement of staples. The reload was loaded into a pmv instrument for functional testing. The reload interlock was tested and found to function properly. Functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported conditions due to the ability to test the reload to media. Due to the clamped reload, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality specifications. A review of complaint data reveals no trend for a device related failure of this condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap sleeve gastrectomy anatomy. According to the reporter: the reload would not open after being closed on the tissue. The surgeon forced it open to remove it. It was not fired. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no tissue damage. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. Patient is fine.